Event description:
The customer reported wash carousel motion errors and reaction vessel (rv) jams entering the not ready state while operating the access 2 immunoassay system. Beckman coulter customer technical support (cts) assisted the customer in troubleshooting but the wash carousel would not home. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. Beckman coulter shipped the customer a new lot of reaction vessels that was not affected by the new resin. There was no report of patient samples involved or any impact to patient results. As the instrument enters the not ready state, any assays on board would not be analyzed. A beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) observed reaction vessel (rv) jams in the wash carousel. The fse replaced the incubator belt clips damaged from the vessels being in the path of the incubator belt. The fse also removed all affected rvs from the instrument. No further issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels, with a lot that was not manufactured with the new resin, corrected the issue. (B)(4).